Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm trifecta gt valve was implanted. It was then determined that the valve was not functioning correctly, and was explanted the same day, on (B)(6) 2022. A 25mm trifecta gt was then selected and implanted as a replacement. It was noted that the 25mm trifecta valve was functioning as intended. The patient is reported to have died on (B)(6) 2022. The cause of death is unknown. No further information was provided on how the 27mm trifecta gt valve was not functioning correctly.

Manufacturer narrative:
An event of the valve not functioning correctly and being explanted was reported. The investigation at abbott found that one leaflet did not function at expected during functional testing after the device was returned, however it was also found that all three stent posts were deformed, which could have contributed to the leaflet malfunction noted during functional testing. Qualitative x-ray examination of the stent appeared to show stent post 2 was bent inward and twisted, stent post 2 was slightly bent inward, and that stent post 2 was bent outward. It could not be definitively determined if this damage existed prior to explant. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection in either the valve leaflets or the stent. The damaged stent could have contributed to the reported valve malfunction, if it was present prior to explant of the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.